Event description:
It was reported that "the catheter body was looped during insertion and it became unable to withdraw through the introducer. The catheter was used in the coronary artery bypass surgery. After the induction of anesthesia, the catheter was inserted from the right internal jugular vein. The catheter could be inserted into the right ventricular without any problem, however, there was difficulty forwarding the catheter into the pulmonary artery and the insertion was attempted several times. During this process, it became unable to withdraw the catheter through the introducer. It was confirmed by the fluoroscope that the catheter body was looped. The anesthesiologists consulted with the surgeon and the catheter body was cut and removed from the insertion site of a venous cannula for the extracorporeal circulation when the cannula was removed." The customer commented that the root cause of creating catheter loop appeared to be their procedure that they inserted the catheter more than the recommended length and it was not device related. This event was presented in the journal of japan society for clinical anesthesia, vol. 31, no. 6, 2011 as well as a poster presentation. The exact model number is unknown, but it is most likely to be 774hf75j based on the catheter usage at this hospital. No patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The product IFU does list kinking, looping and knotting as potential complications that can occur with insertion of a swan-ganz catheter, and it provides the following guidance for these events: if a right ventricular pressure tracing is still observed after advancing the catheter 15 c beyond the point where the initial right ventricular pressure tracing was observed, the catheter may be looping in the right ventricle which may result in kinking or knotting of the catheter. Deflate the balloon and withdraw the catheter into the right atrium. Re-inflate the balloon and re-advance the catheter to the pulmonary artery wedge position, then deflate the balloon. Review of the available information suggests that device handling may have contributed to the events reported. No further actions will be taken at this time.